Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states that insulin would not be delivered. The customer states that the only thing that appears on their screen is prime complete. The customer states they had blood glucose levels that ranged between 415mg/dl and 417mg/dl. The customer's most current level was 217mg/dl. The customer attributes the high levels to not being on the pump for two to three weeks. The customer declined to troubleshoot for the high levels. Troubleshoot was conducted and insulin was found to exit when tested with an old tubing the customer had. The customer was advised not to use old supplies, and will be receiving new replacements.